Manufacturer narrative:
This report is being filed by the MFR arjohuntleigh, inc. Please note that previous medwatch reports for this product may have been submitted from the mfg site kinetic concepts, inc. As of (B)(4) 2012, complaints related to this product are to be handled by arjohuntleigh, inc. MFR's complaint reference: (B)(4). Additional info will be provided upon conclusion of the MFR investigation.

Event description:
On (B)(6) 2013, the following was received by arjohuntleigh via e-mail from the facility: pt was allegedly found on a mattress that was completely deflated, resulting in a pressure ulcer. The location and stage of the pressure ulcer is unk. There is no further info at this time.